Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment during testing. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces thump software. Pump alarmed no delivery alarms on the event date of 08/05/2024 at 05:56:27.000 to 12:36:00.000 during bolus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.10 mv). The following were also noted during visual inspection: corroded battery tube, battery cap contact missing, scratched case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. No delivery/occlusion alarm was not confirmed during testing. Battery cap contact missing was confirmed during visual inspection. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported recurring insulin flow blocked. The customer reported no adverse event. The event involved product(s) mmt-442ah, mmt-1884l, mmt-342.the customer has tried all remedies or does not want to troubleshoot recurring alarms. No harm requiring medical intervention was reported. Mmt-442ah was requested and the customer response was the device will be returned. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions mmt-1884l was requested and the customer response was the device will be returned. Mmt-342 was requested and the customer response was the device will be returned.